Manufacturer narrative:
A patient having ineffective stimulation was reported to abbott. The patient's leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2022-00929 . It was reported that the physician did not feel like the perc leads he implanted were in the right area to cover the patient's pain. As a result, surgical intervention occurred wherein the leads located at t6-t7 were explanted and replaced with new leads on t8-t9.

Manufacturer narrative:
A patient having ineffective stimulation was reported to abbott. The patient's leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2022-00929 . It was reported that the physician did not feel like the perc leads he implanted were in the right area to cover the patient's pain. As a result, surgical intervention occurred wherein the leads located at t6-t7 were explanted and replaced with new leads on t8-t9.